Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reports generated by the diagnostic mobile programmer application showed counters that were incorrect and did not show a current electrocardiogram (ECG). The device remains in use. No patient complications have been reported as a result of this event.